Event description:
The patient presented with a terminal ruptured midline basilar tip aneurysm. It was reported that during the procedure, a coil prolapsed from the aneurysm. No further information was provided. There was no reported clinical consequence to the patient from this event.

Manufacturer narrative:
Boston scientific has made several attempts to gather additional information regarding the alleged event without result. Currently there are no further details to report. Unknown as the upn and batch numbers were not disclosed. Device: for coil protrusion.